Event description:
It was reported that an infection occurred. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number 4298 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant medical products: implantable cardio-verter defibrillator, product ID: dtbx1qq, implanted: (B)(6) 2013; implantable defibrillation lead, product ID: 6947m55, implanted: (B)(6) 2013. (B)(4).